Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR number : (B)(4).

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive and false negative result with the ID now covid-19 and the sars-cov-2 test on an unknown sample and swab type. The customer reported that five discrepancies were observed with the patient's test results; however, only provided limited information for two of the five results. Repeat testing was performed with the ID now covid-19 and generated positive results. Pcr confirmation testing was performed three times using the same sample. The customer reported negative results were obtained twice and the third time positive results with (CT values = 27) were observed. The customer reported that five discrepancies were observed with the patient's test results; however, only provided limited information for two of the five. No additional patient information, including treatment and outcome, was provided despite multiple attempts were made.